Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment sensitivity not working properly. Analysis did find that the upper/lower cases were broken. The battery release, main printed circuit board, ring cover were contaminated. Two board connector cables were out of specification (discolored/stained) and the ring was bent. The battery drawer was broken and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment sensitivity not working properly. Analysis did find that the upper/lower cases were broken. The battery release, main printed circuit board, ring cover were contaminated. Two board connector cables were out of specification (discolored/stained) and the ring was bent. The battery drawer was broken and the keyboard was scratched.

Event description:
It was reported that the "sensing was off" and testing revealed that the atrial side was out of specification. The generator was sent in for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.